Event description:
It was reported that the patient had a low heart rate. The device showed no pacing on the telemetry monitor and telemetry was unable to be established through the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).